Event description:
Inbound. One of cadd cassette 100ml w/flowstop used for premixed remoduun beeping without error code initially then when placed on backup pump and immediately began beeping no disposable pump wont run. Cassette lot serial number: (B)(4). Box sent for return of defective cassette. No further details provided.